Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent a right total hip arthroplasty on an unknown date with competitor products. The patient was revised on (B)(6) 2008 and the competitor hip was removed and replaced with a biomet hip. A subsequent revision procedure occurred on (B)(6) 2015 due to infection. All components were removed and replaced with spacer molds; however, a significant delay was encountered as the femur was resected in order to remove the stem. Patient was reimplanted on (B)(6) 2015.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. There are warnings in the package insert that state that this type of event can occur: "early or late postoperative infection and allergic reaction."

Event description:
It was reported patient underwent a right total hip arthroplasty on an unknown date with competitor products. The patient was revised on (B)(6) 2008 and the competitor hip was removed and replaced with a biomet hip. A subsequent revision procedure occurred on (B)(6) 2015 due to infection. All components were removed and replaced with spacer molds; however, a significant delay was encountered as the femur was resected in order to remove the stem.

Event description:
It was reported patient underwent a right total hip arthroplasty on an unknown date. Subsequently, a revision procedure has been indicated due to infection; however, no revision procedure has been reported to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown; expiration date - unknown; date implanted - unknown; date explanted - unknown; PMA/510(k) number ¿ unknown; manufacture date ¿ unknown.